Event description:
During a aaa case, the contralateral leg deployed outside the access gate in the aneurysm. Clinician technique was the cause of this misplaced device. There was no allegation of product deficiency. The pt was converted to an aorto-uni-iliac bypass. The pt is doing well and awaiting further treatment of coiling of the left common iliac as a result of the mishap. In addition, the pt received 4 units of blood during the procedure.